Event description:
The colonovideoscope also tested positive for 2 colony forming units (cfus) of micrococcus luteus and staphylococcus capitis.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to section b5 and h4.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: d8; e1; g3; h2; h3; h6 and h11. Corrected field: e4. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, by the customer. Test results history in ascending order: 1. Sampling date: (B)(6) 2025. Sampling from: suction channels. Cfu: not provided. Bacterial identification: aspergillus species mould. 2. Sampling date: (B)(6) 2025. Sampling from: swabbing distal end unit. Cfu: no detection. Bacterial identification: no detection. 3. Sampling date: (B)(6) 2025. Sampling from: sampling solution instrument / biopsy / suction channel. Cfu: no detection. Bacterial identification: no detection. 4. Sampling date: (B)(6) 2025. Sampling from: sampling solution instrument / biopsy / suction channel. Cfu: no detection. Bacterial identification: no detection. 5. Sampling date: (B)(6) 2025. Sampling from: sampling solution air/water (a/w)-suction channel. Cfu: 2 colony forming unit (cfu). Bacterial identification: micrococcust luteus; staphylococcus capitis. 6. Sampling date: (B)(6) 2025. Sampling from: sampling solution auxiliary water channel. Cfu: no detection. Bacterial identification: no detection. 7. Sampling date: (B)(6) 2025. Sampling from: swabbing distal end unit. Cfu: no detection. Bacterial identification: no detection. 8. Sampling date: (B)(6) 2025. Sampling from: sampling solution instrument/biopsy/suction channel, a/w-channel, auxiliary water channel. Cfu: no detection. Bacterial identification: no detection. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Based on the data provided the case can be only partially assessed. No correlation can be assessed between device status and cause of contamination. In general, device damage (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without cds information from the customer we are unable to correlate any lapses in reprocessing against the validated instruction for use (IFU). Based on customer hygiene microbiological investigation (hmi), endoscope storage conditions should be audited on site. After reprocessing, repeat olympus hmi showed no growth. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information. Updated fields: h2; h3; h11. Corrected field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.